Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven years, two months and twenty-eight days after the implant of this transcatheter bioprosthetic valve, the valve was replaced, valve-in-valve, for an unknown reason. No additional adverse patient effects were reported.